Event description:
The clinician reports the implant was inserted 2013 (b)(6) in ADA 20. On 2026 (b)(6), loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: Infection, Peri-implantitis, Mobility, Increased Sensitivity and Inflammation. No further patient complications were reported.